Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency medical service due to low blood glucose of 33mg/dl or 40mg/dl on (B)(6) 2017. Customer¿s current blood glucose was 240mg/dl and low blood treated with glucose tablets, drank some orange juice. Customer was wearing insulin pump at time of hospitalization. Drive support cap appears normal. Insulin pump will not be return for analysis.